Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had revision of left hip. Femoral head exchange.

Manufacturer narrative:
An event regarding revision involving an unknown pca head was reported. The event was confirmed. Conclusions: the event of revision was confirmed as the revision implant sheet was provided however, the exact cause of the revision could not be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had revision of left hip. Femoral head exchange.